Event description:
The customer reported the power switch was broken on the subject device. There was no procedural impact or patient harm associated with the event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the inlet connector was broken. This report is being submitted for the malfunction found during evaluation (broken inlet connector).

Manufacturer narrative:
During inspection and testing, the inlet connector was broken due to failure of the power cord receptacle. The reported issue (broken power switch) was not confirmed during testing. The power switch showed no signs of visible damage. In addition, the pressure joint and o-ring of the connecting unit pipe were worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections e4, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.